Manufacturer narrative:
The reported error codes 571.6240 and 570.6500 were verified to have been recorded via log analysis. The details as to what may have been occurring during the error events could not be reviewed further due to the device event log no longer having the information available; the event log was overwritten from continued use after the errors were recorded. The last recorded error event was 571.6240 on 17/sep/2018. The associated pcu or its event logs were not returned for investigation. The inspection and testing found no existing malfunctions that could be directly associated with the occurrence of the error events. It is suspect that the error codes are associated with the oridion module possibly having an intermittent issue; it is being recommended that it be replaced as a preventative measure. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. Customer stated there was patient involvement.

Event description:
The customer reported error codes 571.6240 & 570.6500 while on a patient. When the error appeared they switched the unit out. There was no patient harm.